Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did not receive any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, and no additive abnormality was found. Complaints for sample quality are under statistical control for the month of april 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the reported defect: platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® k3e 5.4mg plus blood collection tubes, an unspecified number of tubes had abnormal and unexpected formation of platelet aggregates. No adverse impact was reported regarding the patient or user.